Manufacturer narrative:
Initial reporter address: (B)(6). The product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient felt that this left ventricular (lv) lead was too tight after standing up post implant procedure. The physician attempted to reposition the lead but decide to replace it. The lead was explanted and is no longer in service. No additional adverse patient effects were reported.